Event description:
A nurse reported that the ophthalmic backflush exhibited suction failure during surgery. The surgery was completed on the same day after replacing the backflush, and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The two returned instruments were received in its inner and outer blister, covered by the tyvek foil, shows the lot information. One of the instrument shows that the tube is bent. The other one show no macroscopic sign of damage. The returned instruments were visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities on the soft tips of the products. The instruments were then functionally tested regarding their aspiration/irrigation properties. It could be shown that there is no leakage and no occlusion of the instruments and the aspiration as well as the irrigation works as expected for the instruments. The customer's complaint can therefore not be confirmed, as the products met their specifications. A review of the device history record traceable to the reported lot numbers, indicates that the reported products were processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A root cause for the customer's reported event could not be determined because the returned products met manufacturer¿s specifications. No action was taken as the returned samples met specifications. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).